Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The issue was resolved by the service action of replacing probe b. This probe is generally used for pipetting reagent. An issue with the reagent probe or reagent assay could not be excluded, but could not be verified since additional information was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable high results for two patient samples using the gluc2 glucose hk gen.2 assay (gluc2) on the cobas integra 400 plus analyzer. All results are in units of mg/dl, and all were released outside of the laboratory. Patient a: the initial result was 167. The sample was repeated at another laboratory with a result of 93. Patient b: the initial result was 183. The physician ordered a confirmation result. A "stix" measurement was performed with a result of 73. The sample was repeated on another integra analyzer in another laboratory with results of 93 and 96. There was no allegation that an adverse event occurred. The gluc2 reagent lot number is 221366; the expiration date was not provided. The field service representative changed probe b. After this service was performed, no further issues occurred and the instrument performed according to specifications.